Manufacturer narrative:
The customer runs qc once a day. Following the erratic mg recovery in 2007, an operator bleached sample probe and replaced reagent cartridge for mg, and then performed calibration and qc. A) qc was very erratic with no pattern. The lab stopped running samples on the unicel dxc 800 synchron instrument and all samples were re-run on a different instrument in the customer's lab. The specimen was no hemolyzed, lipemic or icteric. A field service engineer (fse) was dispatched to the customer's lab: a) the fse replaced reagent probes and mixer paddles. B) the fse recalibrated the instrument and ran qc with acceptable results. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
Per beckman coulter inc. (Bci) customer, an elevated magnesium (mg) result was generated by the unicel dxc 800 synchron clinical systems. A pt sample was tested for mg and a result of 6.5 (units not provided) was obtained. On the next day, the original sample was re-tested on different instrument in the customer's lab for mg and the repeated result was 2.2 (units not provided). It is unk if pt treatment was initiated or withheld as a result of this event.